Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery alarm or verify motor error alarm due to blank display. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received motor error alarm. The customer also stated that cannula was bent due to which they received no delivery alarms. The customer was able to complete insulin pump rewind and drive support cap was normal. The customer declined trouble shooting for bent cannula. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.